Manufacturer narrative:
A (B)(4) service representative performed an on-site investigation. No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported that the sys locked up. There is no report of injury or death associated with the event described in this complaint.